Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 383536, batch no.: 8337761. It was reported that before use of the bd¿ nexiva dual port the plug on the nexiva catheter was missing on some and was loose so it could not be connected on others. The following information was provided by the initial reporter: per phone call: one instance did occur on (B)(6) 2019. This has occurred on 5-6 patients over the last about 6 weeks.

Event description:
Material no.: 383536 batch no.: 8337761. It was reported that before use of the bd¿ nexiva dual port the plug on the nexiva catheter was missing on some and was loose so it could not be connected on others. The following information was provided by the initial reporter: per phone call: one instance did occur on 3/25/2019. This has occurred on 5-6 patients over the last about 6 weeks.

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Two qn¿s (B)(4) and (B)(4) were initiated on the build of this lot number that would not impact the outcome of the quality of the product relevant to the defect. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.